Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during initial implant the atrial lead was repositioned for better capture. During the repositioning, the helix was extended and was positioned. Under fluoroscopy, it showed that the helix had retracted on its own. Several more attempts were made to position the lead and the helix would extend properly, but retract on its own. It was also noted that during the implant of the first atrial lead, a slice was made in the insulation of the lead to introduce a wire and maintain access. The lead was removed and replaced successfully. No patient complications were reported as a result of this event.